Event description:
The company was informed that the patient developed an infection behind the eardrum, and was treated with tobradex and levaquin. The patient continues to be monitored by the center.